Manufacturer narrative:
Concomitant medical products: dtba1q1 crt-d, implanted: (B)(6) 2015; 429888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. The device and leads were removed and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: g4 (initial aware date = (B)(6) 2019). If information is provided in the future, a supplemental report will be issued.